Event description:
It was reported the customer has been experiencing ongoing issues with the arterial lines. The arterial lines are frequently failing in less than 24 hrs of use. Mostly they appear to be kinking as opposed to clotting off. Approximately 50% of the open heart arterial lines need to be replaced within 24 hrs.

Manufacturer narrative:
(B)(4). Sample will not be returned.